Event description:
It was reported by a non-medical professional that the patient underwent a procedure for anterior/posterior fusion where rhbmp-2, titanium mesh cages, autograft, allograft, and dbm was placed at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.